Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (patient death) was confirmed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. The electrode belt sn (B)(4) has not yet been recovered from the field. Device evaluation includes review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the patient treatment. Making the determination that the belt event is not reportable. Removing equipment received date of 6/17/2020 12:09:00 pm and changing complaint status to "awaiting equipment". Manufacture dates monitor - (B)(4) - 07/05/2018 belt - 89015161 - 10/09/2018

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020. The patient was in a skilled nursing facility at the time of the event. Clinical review of the patient's downloaded date reveals that the patient experienced an inappropriate defibrillation event during asystole consisting of one shock on (B)(6), the date of their passing. The patient remained in asystole throughout the entire event. The response buttons were not pressed during the event. Oversensing of low-amplitude cardiac signal contributed to the false detection. The patient passed subsequently passed away. Asystole is a non-life sustaining, non-treatable rhythm. There is no indication that a device malfunction caused or contributed to the patient's passing.